Event description:
It was reported that the user experienced hypoglycemia with a fingerstick blood glucose of 62 mg/dl while the cgm was in warmup and inquired about meal announcement; the user was advised to treat the low first and to announce a meal after returning to target range, after which a meal was announced around 97 mg/dl and the pump delivered a meal bolus, later reading 187 mg/dl. Symptoms included sweating and incoherence. Outcomes included no alerts or alarms from the device, no need for outside medical intervention, no hospitalization, and successful correction using oral glucose followed by continued automated dosing. Investigation included customer interview, review of device use, and clinical support troubleshooting and education. Investigation of this case revealed that operation was consistent with design since the system provides meal bolus based on the user¿s history when cgm data are unavailable and that the event resolved with standard hypoglycemia treatment. It was concluded that the event was related to user physiological variation with cause of hypoglycemia unclear, and the device performed as expected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.